Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported while using an unspecified bd pen needle it was difficult to use. Patient experienced stinging and lumps after injection at the site. The following information was provided by the initial reporter: it was reported that it was difficult to depress the pen while injecting and the patient experienced lumps and burning at the injection site. Also, the patient reported stinging at the injection site.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using an unspecified bd pen needle it was difficult to use. Patient experienced stinging and lumps after injection at the site. The following information was provided by the initial reporter: it was reported that it was difficult to depress the pen while injecting and the patient experienced lumps and burning at the injection site. Also, the patient reported stinging at the injection site.